Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl + defibrillator showed a machine error. It was clarified that the operational check can't be passed with voice alarm showing a "shock can't be delivered" message. There was no negative patient impact.